Event description:
It was reported that the patient presented for routine follow-up in clinic. Upon interrogation, the right ventricular lead exhibited signal artifact and r-wave amplitude variation. Programming changes were made on (B)(6) 2022. The physician attempted to perform lead revision procedure on (B)(6) 2022 but unsuccessful to perform on venous access. The physician postponed the lead revision procedure. The patient was stable. On (B)(6) 2022, a new pacemaker and right ventricle lead were implanted on the right side of the patient's body and the old pacemaker and right ventricle lead were abandoned in the left sided pocket and programmed pacing off. Patient was stable before, during, and after the procedure.